Event description:
It was reported that pump displayed a minimum fill notification while customer attempted to load cartridge, during which customer¿s blood glucose reading showed as high with exact value unknown and was believed to have exceeded normal range. There was no additional information received regarding whether customer required medical treatment for high blood glucose beyond this report. Customer had not taken steps to correct high blood glucose before contacting support, then cleaned pneumatic tap area, reloaded same cartridge without success, and, after guidance from technical support, filled and loaded new cartridge using proper technique, which resolved issue and allowed customer to resume insulin delivery without needing help from third-party provider.